Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/21/2020.

Event description:
The customer reported that breathing cannot be triggered. The field service engineer (fse) verified the reported problem. The fse checked the equipment and found system configuration was not well. The customer reported that the unit was in use on a patient, but there was no patient harm reported. Patient information was requested from the customer, but no response received. The customer chose the mode of "capacity and pressure control" before, but changed it to the mode of st spontaneous breathing later, and the equipment returned to normal.